Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited noise over-sensing and high pacing impedance. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of noise and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Electrical tests, x-ray examination and visual inspection were normal with no anomalies found.